Event description:
It was reported that the patient presented with a pacemaker that could not be interrogated, and there was no magnet response. The physician suspected that the battery had prematurely depleted. The device was explanted and replaced. The patient was stable.